Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893990 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned companion samples, the presence of iodine was detected. The underwater pressure testing was performed with no leaks found. Betadine weight checks were within the acceptable range. As a result, during evaluation, no defects were found and all returned samples met specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicaps with povidone-iodine solution had inadequate iodine. The home patient (hp) stated that during the past few therapies no iodine was observed going down the patient line when the hp was draining as it normally would. The home care services (hcs) ordered new supplies for the hp to use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An evaluation of a companion sample was performed for the reported event. At the conclusion of the investigation, the reported issue of inadequate iodine was not confirmed. Device specifications were met with no defects detected. Should relevant additional information become available, a follow-up report will be submitted.